Manufacturer narrative:
1 the images provided by the customer did not give any indication that the product was tampered with nor that the product was non-authentic. We have asked the customer to provide images of an open, unused test card for validation of authenticity. The customer has not responded to this request. 2 ihealth labs has found that the lot # 231co20109 has been associated with a non-authentic product and the customer has not identified the distributor source of the product other than it was provided by their employer. 3.the customer has not confirmed pcr test. 4.test to the production batch of product retention samples, test of lot:231co20109 was pass.

Event description:
Feedback: 1. Photos of the outer box (the carton) and the front and back of the individual test kit packaging box. (I'm looking for the upc and lot number) please see attachments 2. Started testing faintly positive with this lot on (B)(6) 2023. Continued to test faintly positive every time with this lot since. Even today when I tested again against a different lot number, 231co20109 gave a faint positive, whilst 231co20106 was clean negative. Other brands used during this time (roche, binax, flowflex) consistently all gave negative results. I did not have symptoms and only tested because of a known exposure. 3. I tested multiple times as follows ihealth lot 231co20109 (faint positive with every test): (B)(6). Roche (all negative) - (B)(6). Binax (all negative): (B)(6). Flowflex (negative): (B)(6). Ihealth lot 231co20106 (negative): (B)(6). 4. My company provided the ihealth tests with lot ihealth lot 231co20109 note that even today the ihealth lot 231co20109 still gave a faint positive whilst the other ihealth lot 231co20106 did not. I am happy to take a pcr test if you are willing to pay for this. Being a former smoker and to avoid long covid, I was prescribed paxlovid and took the course. Now I wonder if that was all for nought I'd like to add that the false positive result is not the case with everyone. I had performed a negative control of sorts and had asked a friend without covid to test with the same problematic lot. He tested negative whilst I tested faintly positive. I had also asked a friend with covid (my known exposure) to use the problematic lot. This person initially tested strongly positive and subsequently negative after a week. I was still faintly positive. Because of this, I believed that I was positive. It wasn't until I started corresponding with another individual on social media with similar issues that I started to suspect this lot. That individual also was testing faintly positive on this problematic ihealth lot, and negative on the brands and other lots of ihealth. I received confirmation that we were having problems with lot 231co20109.